Manufacturer narrative:
The subject device will not be returned to olympus medical systems corp. (Omsc), as it was discarded by the customer. The manufacturing history was reviewed, with no irregularities related to the phenomenon. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard, and then the probe of the device is cracked and broken when the probe received a load. The instruction manual of the subject device already states; warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
Two subject devices were used during vats lobectomy left side on a (B)(6). During use of the first device, open circuit errors and short circuit errors occurred. When the surgeon removed the first device to clean up the jaw, it was found that the probe tip was broken inside the baby. The surgeon stopped the operation and removed the fragment of the probe tip. The first device was replaced with another same device. During use of the second device, the tip was getting too hot, so it was sticking to the other tissues surrounding the target tissue. The surgeon activated the second device with a bit of shaking to remove it. The surgeon removed the second device and cleaned it, however, again open circuit errors and short circuit errors occurred. The intended procedure was completed. There were no patient injury reported except above reported event. This MDR is regarding the first device with the broken probe. For the second device, there was no malfunction which corresponded to the criteria of MDR.